Manufacturer narrative:
The reported event of loss of capture was confirmed. A complete lead was returned in one piece for analysis. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. During electrical testing the lead was shorting due to over torqued inner coil at the connector region. The cause of the reported event was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right atrial (ra) lead was not capturing even though the helix of the lead was functioning well. Therefore, the physician elected to use another lead to complete the procedure. The patient was in stable condition.